Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture broke three times while stitching the fascia. After retrieving a different box of sutures, everything was fine. There is no injuries or adverse event reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/24/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: - please clarify, did one suture thread broke three times while stitching the fascia or three different suture threads broke while stitching the fascia? (Please refer to the attached email) report: I talked with the ob tech and she stated that it broke twice on one suture thread and once on a different suture. - please confirm if the customer or distributor will receive the credit. Customer - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer to the attached email) (buyer) or (please refer to the email) (value analysis program coordinator). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.